Event description:
Amo received a report from a physician of a patient diagnosed with "herpes". Symptoms did not abate after treatment with (unknown) medicine. Subsequently, the physician diagnosed acanthamoeba keratitis. The patient reportedly used, among other products, complete amino moist. Amo has received no information regarding the lot number of the product involved.

Manufacturer narrative:
Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the facility regarding eye infections from acanthamoeba. Therefore, this event is being reported as an MDR. Investigation results: q. Did the device fail to meet specifications? A. Unknown. We have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing. Q. Was the device being used for treatment or diagnosis? A. Most probably for treatment, as this type of device is not typically used for diagnosis. Q. What was the relationship, if any, of the device to the reported incident/adverse event? A. Unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.